Event description:
It was reported by the clinician that the physician was placing the catheter in the pt's femoral vein. They were able to obtain the venous stick easily, but were unable to thread the spring wire guide (swg). The swg became completely uncoiled and turned into thin string. The physician tried to reposition the needle and rotate the bevel midline, but nothing worked.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.